Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical doctor reported that a patient was unhappy with their vision in both eyes four years post lasik. The patient requested an enhancement. The doctor noted that the patient has irregular orb scans and ectasia. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. Logfile review shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively the manufacturer internal reference number is: (B)(4).